Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was 130 mg/dl. The customer also reported crack on the battery compartment side. The customer stated that contacts on the battery cap were not missing, damaged or corroded. The customer reported that they had replaced battery for a couple of times and the insulin pump hadn't turned on. It was reported that they checked the battery cap and the contact was still in place and the insulin pump was on a blank screen. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm failed battery test and blank display due to critical pump error (open book image) alarm. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.